Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to target the sciatic nerve. After activating the system, the patient reported ongoing issues with maintaining the external devices. Specifically, the adhesive clips used to hold the therapy discs in place over the implant were not staying adhered to the skin and allowing the therapy discs to fall off. Troubleshooting was not able to resolve the issue and ultimately it was found that the superficial placement of the implantable pulse generator was causing the implant to press against the underside of the skin and sit proud above the normal skin surface. The protruding device was causing an uneven surface for the adhesive clips, which led to adhesive clip failure and loss of therapy. On (B)(6) 2026 a surgical revision was performed to move the existing ipg to a slightly deeper position so that there was no pressure upward against the skin surface.

Manufacturer narrative:
There are no indications of any system or component failure or malfunction and all original components remained implanted and in use after being repositioned. It appears the patient's experience with failing adhesive clips is directly related to the implant location of the ipg and not due to any issue with the clips themselves.